Event description:
In 2001 the end-user called minimed, USA and stated that the tubing of the infusion set had pulled apart at the connection where it connects to the reservoir. Blood glucose level is low due to correction bolus given earlier, for end-user's high blood glucose level. In 2001 maersk medical received the complaint and the used tubing. The incident took place in USA.